Event description:
It was reported that the patient was experiencing a loss of therapeutic effect; the patient felt a return of symptoms the day of the reporting. They wanted to verify if ins was turned on. Verified ins is on and programmed correctly. It was subsequently reported that the physician figured out how to check the device. They also saw the patient again last saturday (2012-(B)(6)). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 435135, lot # nht015664n, implanted 2012-(B)(6), explanted unknown; lead model # 435135, lot # nht015662n, implanted: 2012-(B)(6), explanted: unknown.

Event description:
Additional information received. Cause of the event: the patient vomited transnasal leads. Temporary leads dislodged. Abnormal impedance: no. Surgical intervention occurred involving replacement of ins and lead, permanent pacer. Hospitalization required: no. Patient outcome: recovered without sequelae. Additional notes: this was temporary pacer - leads transnasally placed to stomach. Eventually, permanent pacer implanted.